Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Event description:
Related manufacturer reference number: 1627487-2023-05341. It was reported the patient¿s ipg was inoperable, and the patient was experiencing uncomfortable stimulation. Surgical intervention took place wherein the ipg was explanted, and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6) . Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information.